Event description:
A caller reported an issue with a continuous glucose monitor, experiencing an error described as cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller followed guidance from technical support, who provided pump reset information and assisted in resetting the pump, leading to a successful start of their sensor session without further errors.